Event description:
It was reported that the patient was experiencing pain from the way the device had been placed and the pocket had been closed. An attempt to reposition the device was made; however, unsuccessful. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received all tests and measurements were found to be normal during bench testing. The device was normal. No anomalies were detected.